Manufacturer narrative:
Technical services evaluated the suspect device and could not confirm the issue of flickering or dim image. There was a noted scratch on the lens and some moisture behind the glass. The devices was returned to the customer. The product issue will be tracked and trended to determine any additional actions.

Event description:
The customer reported that during a patient procedure, using the gs avl/gvm monitor, the image would flicker and was dark. There was no delay in treatment reported. Unknown if use of a back-up device was used. No harm to patient or user was reported.